Manufacturer narrative:
The rse evaluated the device remotely and confirmed the reported issue. It was determined that the issue was due to malfunction of the assy processor. Hence, the rse replaced the assy processor, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the rotary knob was not working. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.